Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 17106523. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
The devices sc-1232, serial number: (B)(6) were not returned; therefore, physical analysis could not be performed. However, a review of the device history record (DHR) was conducted and identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: event occurred a month before patient appointment in february correction to initial MDR block h6 additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50 serial number: (B)(6). Batch/lot number: 17106523 model/catalog description: artisan lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. No additional information is available at this time. Additional information was received stating that the spinal cord stimulation (scs) patient experienced difficulty charging and high impedances. As a result, the implantable pulse generator (ipg) and the lead were explanted and replaced. Postoperatively, the patient is doing well, with no reported impedance issues. The explanted devices will not be returned for analysis, as they were retained by the medical facility.